Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's midline incision site was swollen and painful. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient¿s revision was not for the pain and swelling in the midline incision site. It was believed that the patient was prescribed antibiotics and the symptoms were resolved. The physician was not sure if the swelling and pain in the midline incision site was caused by the fall. No device malfunction was suspected. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient's midline incision site was swollen and painful. The patient will undergo a revision.